Event description:
The customer reported the monitor gas shock is not locking. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the gas shock. System operates as intended. (B) (4)